Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump because hot while charging despite the attempt of multiple usb cables. The customer's blood glucose level was fluctuating 40-400 (mg/dl) but the customer was unsure of the battery issue was related. Carbohydrates and ginger ale were consumed to address low bg levels. Correction boluses via the pump and water were used to address elevated bg levels. Reportedly the customer would continue to use the pump for insulin therapy.